Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h10; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical product: unknown compress mini anchor plug: catalog#ni, lot#ni; unknown compress nut: catalog#ni, lot#ni; unknown transverse pin: catalog#ni, lot#ni; unknown compress centering sleeve: catalog#ni, lot#ni; unknown compress mini srs taper adapter: catalog#ni, lot#ni. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported via a satisfaction survey a surgeon performed twelve (12) total humeral replacement joint salvage procedures. The survey indicated that the surgeon performed two (2) total revision surgeries with the complications of dislocation and infection. Due diligence is in progress for this event; to date no additional information has been reported.